Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and checked the problem reported by the customer. Upon troubleshooting, fse found system unable to boot due to software issue. To resolve the problem, fse reinstalling the software, which involved formatting all disks (host pc, frontal ip pc, lateral ip pc). After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.